Event description:
It was reported that a minicap was broken. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the issue was determined to be an assembly issue. A CAPA was referenced for this event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A photo of the sample is available. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: as the minicap was not returned, a device analysis could not be completed. However, a photographic sample was available. Visual inspection of the photograph verified the reported cracked condition. Should additional relevant information become available, a supplemental report will be submitted.